Event description:
It was reported to philips that the system displayed the message "image desk is full" and could not perform exposure. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk was full and could not perform exposure. When fse pressed the exposure switch, an error message occurred stating ¿exposure not possible, image disk full." Analysis of the system log files showed malfunctioning of the frontal image processing pc (ip-pc), and the cause of the issue was the ippc disk bay and dual in-line memory module. To resolve the issue, fse replaced the ippc and host pc (part replaced upon the system upgrade) along with a hard disk spare part, and the system software was updated. Due to manufacturing issues, the disk bay and dimm may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024 for disk bay, z-1156-2024 for dimms). After replacement, the system was returned to good working condition. The defective parts were returned for failure analysis. The host pc failure analysis could not be performed due to the old graphics processing unit (gpu) revision, and it could not be changed from the old version to the new version, which was required for testing as per the test scripts. The cause of the failure of defective ippc was found to be two gpu missing cards. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.